Event description:
It was reported that removal difficulties and a shaft break occurred, resulting in un-retrieved device fragments in the patient. The target lesion was located in moderately tortuous mid right coronary artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. During the procedure, the inflation could not be performed. The entire stent delivery system was removed; however, the shaft was fractured 13cm proximal to the wire port and only the inner shaft was pulled. The outer shaft and stent were caught at the inlet of the guiding catheter. An attempt was made to remove the fractured device using a snare, but the stent was caught at the radial puncture site and could not be retrieved and remained in the patient body. The procedure was able to be completed with a replacement device. No further patient complications reported.

Manufacturer narrative:
H6 - device codes: inflation problem (a1406) and device dislodged or dislocated (a051201) have been added. Device evaluated by MFR.: synergy xd mr ous 3.00 x 28mm stent delivery system catheter was returned for analysis. The device was returned without a stent. The balloon wings were found to be tightly folded with no evidence of positive pressure. Crimp markings are visible on the balloon material. Blood was also visible inside the balloon material. A review of the manufacturing stent profile data was performed and the stent outer dimeter at the time of manufacture. This is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the balloon material. Blood was also visible inside the balloon material. An inflation test could not be completed due to the break present on the hypotube. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a complete break at 119 cm distal to the strain relief. A kink was also noted in the laser cut region at 3.5 cm distal to the mid shaft bond. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that removal difficulties and a shaft break occurred, resulting in unretrieved device fragments in the patient. The target lesion was located in moderately tortuous mid right coronary artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced to treat the lesion. During the procedure, the inflation could not be performed. The entire stent delivery system was removed; however, the shaft was fractured 13cm proximal to the wire port and only the inner shaft was pulled. The outer shaft and stent were caught at the inlet of the guiding catheter. An attempt was made to remove the fractured device using a snare, but the stent was caught at the radial puncture site and could not be retrieved and remained in the patient body. The procedure was able to be completed with a replacement device. No further patient complications reported.